Manufacturer narrative:
Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device displayed a disabled error message. The device was not in use at the time of the event. No patient or user harm was alleged. Remote support was provided, finding this was the first occurrence of the reported problem. The error prompted when booting up the device. The customer was guided to perform the operation check, restoring the device to full functionality. The device is unavailable to be returned for further investigation as it remains functioning at the customer site. Based on the information available, the cause of the reported problem was a user error, which was resolved by running an operation check. He investigation concludes that no further action is required at this time.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device prompted disabled failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.